Event description:
Patient presented to the emergency department with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or the following day, irrigated the area with betadine, repositioned the stimulation lead beneath the tissue, and closed the incision. Postoperative antibiotics were prescribed. The physician also noted the patient presented to them with a potential infection following the implant procedure, and they prescribed antibiotics.